Manufacturer narrative:
Patient two was on the following medications: acetaminophen (B)(6) 2011; albuterol 0.083% (B)(6) 2011; artificial tears (B)(6)2011; azithromycin IV/zithrom (B)(6) 2011; duoneb (ipratropium/alb (B)(6) 2011; enoxaparin/lovenox (B)(6) 2011; hydromorphone/dilaudid (B)(6) 2011; ketorolac/toradol (B)(6) 2011; levofloxacin/levaquin (B)(6) 2011; magnesium alum with sim (B)(6) 2011; magnesium sulfate (B)(6) 2011; menthol/phenol/eucalyt (B)(6) 2011; morphine sulf (B)(6) 2011; nicotine (B)(6) 2011; ns 0.9% (B)(6) 2011; ondansetron/pf (zofran) (B)(6) 2011; oxygen (o2) (B)(6) 2011; potassium chloride (B)(6) 2011; saline flush 0.9% (B)(6) 2011; sodium chloride 0.9 % (B)(6) 2011; vancomycin (B)(6) 2011; levofloxacin/levaquin (B)(6) 2011.

Event description:
The user stated they received questionably high vancomycin results from their cobas integra 400 plus (serial number (B)(4)). There were two discrepant results reported outside the laboratory. While reviewing the patient results, the pharmacist questioned the results because they were supposed to be from trough collections. He then asked that the results be repeated. The samples were repeated using the same integra 400 plus and sent outside the laboratory for testing on a siemens vista analyzer. The user believed the results from the siemens vista analyzer to be correct and issued a corrected report. All results reported in ug/ml. The first patient had an initial result 36.2. On (B)(6) 2011, the patient had repeat results of 61.1 accompanied by a data flag, 21.4 and 20.5 accompanied by a data flag. The result from the siemens vista analyzer was 16.7. On (B)(6) 2011, the second patient, a female born (B)(6) weighing (B)(6), had an initial result of 51.5 accompanied by a data flag. The first repeat result of 46.6, accompanied by a data flag, was reported outside the laboratory. The patient then had repeat results of 5.0, 4.8 and 5.7. The result from the siemens vista analyzer was 4.0. There were no adverse affects to either patient as a result of this event. The field service representative stated the cause of the issue was fluidics failure of the b sample probe lines and failure of the pipette valves. He replaced b sample line valves, b pipette and probe. He ran performance testing with passing results.